Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction. The patient was administered medication and electrical cardioversion was performed to resolve the reaction. An electrogram was also taken for diagnostic purposes. The procedure was completed. The device is not expected to be returned for analysis. Pf114 faradise clinical study, subject ID: (B)(6).

Event description:
It was reported that during an ablation procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction. The patient was administered medication and electrical cardioversion was performed to resolve the reaction. An electrogram was also taken for diagnostic purposes. The procedure was completed. The device is not expected to be returned for analysis. It was further reported that the intervention performed was temporary pacing rather than electrical cardioversion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks b5 describe event or problem and g2 report source and report source (other).